Event description:
It was reported that a Sphere-9 catheter was used during a pulse-field ablation procedure. Activation mapping was performed and the arrhythmia circuit was identified, and an anterior mitral line ablation was performed with pulse-field energy, which terminated the atrial flutter. During the next planned step to complete the lesion set, after a single pulse-field application on the roof of the left atrium, the patient developed low blood pressure, low oxygen saturation, and a new right bundle branch block. The team optimized oxygenation and treated the hypotension, and a vasodilator was administered, after which the patient stabilized, the right bundle branch block resolved completely, and blood pressure and oxygen saturation returned to normal. The treating physician suspected a spasm in the region of the pulmonary artery as the cause. The patient recovered well, remained in stable condition, and was reported to be doing well at follow-up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.